Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patient¿s anatomy was moderately tortuous. The device was returned for analysis, and it was confirmed that the guidewire was fractured, kinked and stretched. It is probable that the guidewire was damaged due to the tortuosity experienced during the clinical procedure. An assignable cause of procedural factors was assigned to the reported and analyzed issues guidewire broken/fractured inside patient and to the analyzed issues guidewire kinked and guidewire distal tip stretched, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire was used during angioplasty of a serious stenosis located in the middle cerebral artery (mca). The guidewire was fractured 15cm from the tip during the procedure. The operator used a microcatheter to remove the broken part of the guidewire from the patient¿s anatomy. Another guidewire was used to complete the procedure to successfully. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the subject guidewire was used during angioplasty of a serious stenosis located in the middle cerebral artery (mca). The guidewire was fractured 15cm from the tip during the procedure. The operator used a microcatheter to remove the broken part of the guidewire from the patient¿s anatomy. Another guidewire was used to complete the procedure to successfully. There were no clinical consequences reported due to this event.